Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial anterior cervical discectomy and fusion (acdf) at levels c3 to c5, while using the extraction screwdriver to insert the screws, the threaded tip of the inner shaft on the extraction screwdriver broke off into the head of the 4mm x 16mm self retaining screw. Surgeon was not able to remove the fragment from the screw head. Utilizing another extraction screwdriver, surgeon removed two undamaged screws. The damaged screw was removed using a regular driver, and the vectra plate was then removed. The surgeon then replaced the plate with a new one, inserted new screws, and completed the procedure successfully with no further harm to patient. The procedure was delayed approximately 15 minutes due to the reported event. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Part 352.311, lot 6386743: release to warehouse date: september 21, 2010. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: ti vectra plate 2 level 30mm (part 04.613.130, lot unknown, quantity 1).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: it was reported an extraction screwdriver¿s inner shaft broke while attempting to insert a vectra screw. The screw was able to be removed with an alternate device after a 15 minute surgical delay. The device was examined upon receipt and the complaint condition was able to be confirmed as the tip of the threaded inner shaft was found to be broken and missing a segment (approximately 3.6mm long and 2mm in diameter ¿ calipers ca94). No definitive root cause was able to be determined; the failure mode is typically associated with off-axis loading during attempted screw removal and/or the application of excessive force. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. This complaint is confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.